Manufacturer narrative:
Device history reports (DHR) analysis shows that the units related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. However, as no patient files (cso and/or x-ray) were provided, and as well no information on impacted leads (atrial lead or ventricular lead or both leads) or whether the leads have been explanted and/or whether they are or not available for return, it is impossible to conclusively confirm/identify the reported issue. The full system remain in the complaint since no detail description was provided on the event. This case is retained and utilized for trending purposes. For more details, please refer to the enclosed report analysis.

Event description:
It was reported by the field the pacing increasing threshold.

Event description:
It was reported by the field the pacing increasing threshold.